Event description:
It was reported that during a pci procedure, stent damage occurred. The calcified, non-toruous and 99% stenosed lesion was located in the right coronary artery (rca). Another manfacturer's stent was implanted in the rca. Upon advancement of the express2 monorail stent delivery system, it became caught in the previously placed stent and could not cross the lesion. Upon removal, the express2 monorail caught on the 6fr mach1 jr3 .5 guide catheter. Upon removal, it was noted that the proximal edge of the stent was lifted when viewed outside of the patient. The customer attributed the stent damage to it catching on the guide catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good."